Manufacturer narrative:
Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. It was confirmed the patient¿s dehydration, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event. Plant investigation; the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler ran out of delflex biofine 1.5% 6l [dialysate] solution and ended up in the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department (ed) on (B)(6) 2022 for dehydration due to the use of an inappropriate strength of dialysate solution. It was explained the patient is prescribed to use 1.5% delflex for ccpd treatments, but they ran out of 1.5% delflex and had to use 2.5% delflex for their treatments. The patient was given intravenous fluids in the ed to address the patient¿s dehydration. The patient was treated in the ed and released to home on the same day with no hospital admission. It was confirmed the patient¿s dehydration, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler ran out of delflex biofine 1.5% 6l [dialysate] solution and ended up in the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department (ed) on (B)(6) 2022 for dehydration due to the use of an inappropriate strength of dialysate solution. It was explained the patient is prescribed to use 1.5% delflex for ccpd treatments, but they ran out of 1.5% delflex and had to use 2.5% delflex for their treatments. The patient was given intravenous fluids in the ed to address the patient¿s dehydration. The patient was treated in the ed and released to home on the same day with no hospital admission. It was confirmed the patient¿s dehydration, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
(Hospitalization selected in error upon initial reporting. Patient was treated in the emergency department and released to home the same day with no hospital admission).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler ran out of delflex biofine 1.5% 6l [dialysate] solution and ended up in the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department (ed) on (B)(6) 2022 for dehydration due to the use of an inappropriate strength of dialysate solution. It was explained the patient is prescribed to use 1.5% delflex for ccpd treatments, but they ran out of 1.5% delflex and had to use 2.5% delflex for their treatments. The patient was given intravenous fluids in the ed to address the patient¿s dehydration. The patient was treated in the ed and released to home on the same day with no hospital admission. It was confirmed the patient¿s dehydration, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event.